Manufacturer narrative:
Additional information: section; b.5. (Patient information clarified/detailed), d.10, & d.11. The customer¿s report of a tubing leak was not confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. No abnormalities were observed during visual inspection. Functional and pressure testing was performed; no anomalies were observed. The root cause of the customer¿s report of a leaking set was not identified.

Event description:
It was reported that while the nurse was troubleshooting the tubing due to an air-in-line alarm, however; the tubing was noted to be wet and leaking with total parenteral nutrition (tpn) solution. The tubing was then replaced. The event occurred at the neonatal intensive care unit. It was further confirmed during follow up, that there was no patient injury or impact as a result of this event. A photo of the product was provided by the customer.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation. Per customer, the requested patient demographics is not available. Patient is a neonate.

Event description:
It was reported while the rn was troubleshooting the tubing due to air-in-line alarm, the tubing was noted to be wet and leaking with total parenteral nutrition (tpn) solution. The tubing was then replaced. The event occurred at neonatal intensive care unit. There was no patient injury. A photo of the product was provided by the customer.